Manufacturer narrative:
"Explanted:" for product type catheter model 8731sc should be blank as a portion of the catheter remains implanted and is still being used. The catheter was revised during the procedure on (B)(6) 2019 and not replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on 21-jun-2019 who reported that the catheter was occluded. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-mar-2010, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 500mcg/ml at 75mcg/day via an implantable pump. The indication for use was non-malignant pain. On 08-may-2019 it was reported that the patient fell on (B)(6) 2019, then started experiencing withdrawal symptoms on (B)(6) 2019. The healthcare provider did a cap (catheter access port) aspiration on (B)(6) 2019, which was unsuccessful. The healthcare provider planned to explant the entire pump and catheter today and implant an entirely new system. No further complications were reported regarding the event.